Event description:
Pt received a corneal burn during surgery using this needle. The pt returned for a suture because the wound was not approximating. To date the cornea has cleared and the pt has recovered.